Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top and bottom of the cases are in excellent condition. Back up audible alarm duplicated during the power up process. The root cause of the reported issue was not determined. Found no external damage or contamination to main board. To be the design of the device. Main board not operating as intended, low profile black panasonic(conforming) super cap present. Actions taken to mitigate the reported issue: replaced the main board. Performed power up process and all the functional test passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that back up buzzer has failed alarm. No patient injury reported.